Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  partial deflation.

Event description:
Healthcare professional reported left side "partial" deflation. Device remains implanted.

Event description:
Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the anterior side assessed as surgical damage and observed partial delamination of the valve (adhesive failure). Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "partial" deflation. Device has been explanted, replaced, and discarded.